Event description:
It was reported two issues that the patient experienced high blood glucose levels 530mg/dl due to kinked cannula on (B)(6) 2026 in use for 3-4 hours and was treated with correction injection via mdi (multiple daily injection).

Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.